Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the bioflo PICC product family for the failure mode "catheter/extension leg leaked". No adverse trend was identified. As no device sample was returned to angiodynamics for evaluation, the reported issue could not be confirmed, nor could a potential root cause be established. The directions for use packaged with the bioflo piccs contain cautions and warnings regarding the use of sharp objects in opening packagings or near the extension tubes or catheter shaft. ((B)(4)).

Event description:
As reported by hospital in (B)(6), following implantation of PICC in patient's upper arm, leakage was noted at the area of the hub over sleeve. The catheter was removed and replaced. There were no patient complications and the catheter was discarded at the hospital.